Event description:
Ous MDR - it was reported that this lead showed high pacing impedance (2600 ohms) and a damage of the shock coil during an ICD replacement surgery in september 2014. The lead was left active in the patient. Later the impedance increased to over 3000 ohms and it was decided to replace it. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.